Manufacturer narrative:
Device was used for treatment, not diagnosis. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a zero-p implant came apart during surgery. The parts separated during the implant process and could not be implanted. Patient outcome and procedure outcome is unknown at this time. There was a 1 minute time extension in surgery. This is report 1 of 1 for (B)(4).